Event description:
Same case as MDR ID # 2134265-2013-06055 and MDR ID # 2134265-2013-06134. It was reported that during a percutaneous coronary intervention (pci), automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. During a percutaneous coronary intervention, ilab mdu was not performing automatic pullback. No complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).